Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a polypectomy procedure performed in the colon on (B)(6) 2013. According to the complainant, the bands would not deploy, until the third band on the ligator head. No damage was noted to the device, or device packaging, prior to use. The physician completed the procedure with another speedband superview super 7 device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Examination of the device found six of the seven bands remaining on the ligator head. The trip wire had been cut, most likely to remove the ligator from the scope. The suture was intact and attached to the trip wire. The teeth of the ligator head were found to be damaged. The handle spool freely rotated when turned. The trip wire was separated from the handle. The trip wire was not cinched into the handle slot, and there was no deformation to indicate the trip wire was previously cinched into the handle slot. The investigation concluded that the trip wire was not secured during device setup impacting the deployment activity of the bands during use. Based on the investigation results, the most probable root cause is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a polypectomy procedure performed in the colon on (B)(6), 2013. According to the complainant, the bands would not deploy, until the third band on the ligator head. No damage was noted to the device, or device packaging, prior to use. The physician completed the procedure with another speedband superview super 7 device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.